Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported the patient has had no more power-on-reset (por) messages since and the issue had been resolved. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for multiple back operations and degen disc disease/herniated disc pain. It was reported that basically since implant ((B)(6) 2015) it had been temperamental to charge. This was clarified to mean that the patient had to sit a certain way in a certain spot in their house for the insr to charge the implant. It was reported that the patient saw a power on reset (por) on the implantable neurostimulator recharger (insr) and patient programmer on (B)(6) 2017. Therapy stopped due to the por. The patient had been trying to charge near their computer when the por was seen. The patient was able to charge a little bit and then the information por screen came up on the insr. They were able to bypass the por message during the call and start a charge session but it came up again. Per the patient, they live in the country and had a lot of extra things that gave off electromagnetic interference (emi) such as satellite, computer, etc. The patient was pretty sure the por was happening from emi in their house. The por was able to be cleared during the call and the patient confirmed that they got back to the therapy screen and turned the implant back on. No further complications were reported.